Event description:
It was reported that a mayfield skull clamp (B) (6) was slipping. There was no pt contact or injury.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation was initiated based upon the reported info. The results of the investigation are as follows; quality investigation engineers completed a thorough investigation of the unit and found that the unit operates normally during functional testing: 80# torque knob tested good under pressure; ratchet extension arm has no visible cracks; lock has a little rotational movement, but would not have caused slippage. The large starburst teeth show some wear, but are still functional and would not cause slippage. Rocker arm passes go nogo gage; all other components are functional. The investigative team was unable to duplicate or confirm the reason for the slippage of the unit.